Event description:
It was reported balloon rupture occurred. During a percutaneous transluminal angioplasty (pta) treatment, a 0.035" non-bsc guidewire was advanced centrally and a 7-french sheath placed. The physician then placed an 8mm x 40mm athletis balloon across the stent-edge lesion and inflated it with a complete expansion of the balloon waist using 25 atmospheres (atm), sustained for 2-minutes, then deflated and removed. The device performed well and the angioplasty was effective. It was noted the athletis balloon was tested on the table before the pta procedure and found the balloon to be very hard at 25-30 atm. At greater than 30 atm, a small pop was felt without rupturing, the balloon was deflated and removed. The balloon was able to be advanced and removed from the sheath easily. Post-procedure, the physician inflated the balloon to greater than 30 atm and it ruptured out the side of the balloon.